Event description:
Removal of endosseous dental implant. Six implants were placed in class ii-IV bone on 11/1/96. Bone augmentation was done using both freeze-dried and autogenous bone. The implant in site #2 was placed in the area of the maxillary sinus using osteotomed and was later removed approx 1 month post-op. The clinician reports the failure may be due to lack of bone density and minimal bone quantity between the osseous crest and the sinus floor.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent riks of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected failure rate for this procedure as published in the scientific literature.